Event description:
A pt status mailing was initiated by the distributor as part of their device tracking program. This mailing was sent to all physicians who are following pts with implantable cardiac defibrillators and leads. On 1/23/95, the distributor was informed that this pt had died, but was provided with no additional information surrounding the pt's death. To date, attempts todetermine the exact date, the cause of death, and device disposition have been unsuccessful, but are ongoing. There is no indication that the device caused or contributed tothe pt's outcome.